Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as wounds/sores on their back under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses are treating the wounds, but there is no clear treatment noted. The outcome of the irritation is unknown as follow up attempts were unsuccessful.